Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a channel failure of the device was observed which affected failure of the non-olympus snare getting stuck. Therefore, the root cause of the reported event is unable to be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the snare tip stuck at the biopsy and air/water insertion tube. In addition to the reportable malfunction, the following were noted: bending angle did not meet specification; due to deformation of bending tube, the bending angle in up direction exceeded the standard value; the tube cleaning brush could not be inserted due to clogging of the channel tube; and the bending section cover adhesive was detached. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the evis exera iii colonovideoscope had a snare tip stuck and blocking the biopsy and air/water insertion tube. The issue was identified during a therapeutic colonoscopy and removal of polyp. The health professional attempted to take off a large polyp with a cold snare and when it got stuck, cut the snare and couldn¿t remove it from the scope. The procedure was completed using a different colonoscope, however was delayed by approximately 10 minutes, as well as anesthesia/sedation extended approximately 10 minutes. There were no reports of patient harm.